Event description:
According to the additional information received, the device was prepared by putting viscoelastic in the cartridge, then they removed the safety catch and primed the implant. The plunger deviated from the trajectory, jamming the implant in the cartridge. The event occurred before the injector was introduced into the patient's eye, so the injector did not touch the patient's eye. The surgery was completed on same day using a company preloaded device.

Manufacturer narrative:
Additional information provided in b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that the implant was stuck in the injector and therefore, could not be placed in patient's eye. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.